Event description:
It was reported that during implant, the lead exhibited loss of sensing at multiple sites. The lead was not used and a new lead was implanted successfully. The patients condition was good post procedure.

Manufacturer narrative:
(B)(4).